Event description:
While at the bench for device repair on a separate issue, the bench technician observed the device¿s shield is "bad". It was not described in which way the shield was "bad". There was no reported patient or user involvement and no adverse patient/user impact.